Event description:
Two years after getting natrelle silicone gel implants, I started to get ill. My elbows started to hurt, dr said it was golfers elbow. What an "profanity." I don't golf or play tennis. My arms would go limp. My hands started to hurt and fingers swell. After other and many dr visits, I was tested for ms. Then I was told I had ra. I had rashes on my arms and my chest. I couldn't hold a job, due to the arms not working. That was in (B)(6), 2yrs later we arrive back home in (B)(6) and I had an MRI, mammogram and x-rays. All seemed good. My health continued to decline. Pain in every joint. Formed cataracts that weren't there 6 months ago. I started to gain weight, went to see a rheumatologist for ra, oa and fibro, ent for allergies, no matter what medicine I take, my congestion is still really bad. I spit and hack like a man, finally went to see a chiropractor for back and foot neuropathy, endocrinologist for thyroid high tsh. Podiatrist for foot pain and neuropathy my toes are numb. Almost monthly visits with my pcm for something new. I have insomnia so bad that some times I cant sleep for 2 nights. I have had cataracts removed in both eyes and eyesight is still declining. In (B)(6) of 2020, during a mammogram, I complained of a discharge in my left nipple and pain. I was referred to an MRI with contrast. On (B)(6), I had the MRI and the tech immediately contacted my plastic surgeon. It appeared that my left implant had ruptured. On (B)(6) I had them removed. The left implant looked like watery (B)(6). I am still suffering with lots of pain and fluid in the chest. These were the gummy bear silicone gel that you were supposed to be able to cut in half and it would stay like that. FDA safety report ID# (B)(4).